Event description:
While surgeon was inserting trial into femoral canal with impactor, the threads broke off from impactor to trial. Threads are still impacted into trial. There was no adverse consequence for the pt or delay in surgery or anesthesia time.